Manufacturer narrative:
Follow-up #1; date of submission: 09/07/2016.

Manufacturer narrative:
Follow-up #1; date of submission: 10/05/2016. The device has been returned and evaluated by product analysis on 09/10/2016 with the following findings. Multiple call service (cs) 087 alarms were observed in the black box. During investigation, a cs 069 alarm was reproduced during rewind; the remaining steps were unable to be completed due to the alarm. The ¿cs69¿ failure was written was a ¿cs87¿ failure in pump history. A component failure was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a 087 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.